Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the sample-dilution probe and verified probe alignments. The cse performed a precision run and had the customer run quality controls, and all resulted within range. The cause of the discordant, falsely elevated chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not released to the physician(s). The sample was tested on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.